Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of "the pump raceway of the thermogard xp ivtm system (sn: (B)(4)) was observed contaminated with saline due to a leak on the start-up kit (suk)" was confirmed during functional testing of the thermogard console. The root cause was due to saline spillage, as a result of a damaged start up kit (suk) likely caused by user mishandling. Visual inspection of the thermogard console revealed that the console top cover was chipped, the drip pan was missing, the top cover deck adjacent to the air trap holder was cracked, and the power module was loose, leaning out of housing. The observed physical damages are unrelated to the reported complaint. The missing drip pan is attributed to user mishandling. The root cause for the rest of the observed physical damages could be due to user mishandling and/or due to normal wear and tear. The thermogard system was manufactured in june 2013, and it is almost 7 years old, exceeded its expected serviceable life of 5 years. The top cover, drip pan, top cover deck, and the power module need to be replaced to address the observed issues. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, unrelated to the reported complaint. The root cause was the corroded air trap block assembly due to overflow of fluid into the air trap chamber. The spilled saline corroded the air trap sensor boards. The air trap block assembly needs to be replaced to remedy the fault. During the initial functional testing of the console, the pump raceway was observed contaminated with traces of dried saline on the pump rotor head, and the top of the pump rollers were rusted; thus, confirming the reported complaint. Further evaluation of the console revealed additional issues. The rim of the compressor and the bolts anchoring the compressor mount to the housing were rusted. Also, the wire harness was burned on pin18 located on the pic-16 board. In addition, traces of dried saline were observed on the air trap sensor block causing severe damage to the air trap assembly circuit board, as leaks from suk could find their way into the system circuitry. The root cause for the observed damages was due to saline spillage into the thermogard system, as a result of a damaged suk likely caused by user mishandling. The pump rotor head assembly and the wire harness pic-16 need to be replaced to address the issues. Upon customer's approval, the defective parts will be replaced, and the thermogard xp ivtm system will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with serial number (B)(4). Ccr 24905 was reported on (B)(6) 2016, and air trap block assembly was replaced as a precautionary measure.

Event description:
The pump raceway of the thermogard xp ivtm system (sn: (B)(4)) was observed contaminated with saline due to a leak on the start-up kit (suk) (lot # unknown). No error messages or alarms reported on the console. The customer used another tgxp system to initiate and continue the ivtm treatment. No further information was provided. No consequences or impact to patient. During the onsite investigation on 2/28/2019, it was noted that the thermogard ivtm system's functionality was affected by the suk leak. Multiple mid:09 (air trap assembly) error messages were noted in the event log, and this issue could potentially delay or interrupt the therapy.